Manufacturer narrative:
(B)(4)

Event description:
Patient's son contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor wire deployment, the sensor wire detached and came up with the needle when the collar was pulled up on to retract the needle. The sensor was attempted to be inserted at the abdomen. No additional event or patient information is available.